Event description:
It was reported that there was a balloon rupture. A ranger global dcb otw 6.0 x 100mm, 135cm was selected for use in the percutaneous transluminal angioplasty procedure to treat a case of peripheral artery disease. The target lesion was located in the superficial femoral artery and was reported to be 100% stenosed with moderate tortuosity and severe calcification. The ranger was advanced to the target lesion and inflated once to 6 atm for 5 seconds before the balloon experienced a pinhole rupture at the tip. The ranger device was removed without issue and replaced to complete the procedure. There were no reported patient complications, and the patient was in good condition following the procedure.